Event description:
Performed ascending aorta replacement and CABG requiring axillary cannulation. Hemashield platinum graft used for axillary cannulation leaked the whole procedure. While it is normal for there to be some weeping through the graft, this graft was leaking a sufficient amount of blood to pool in the drapes several times. Graft saved and passed to resource nurse at the end of the case.